Manufacturer narrative:
Sample was collected in a pst tube and centrifuged for 6 minutes. Qc was within the customer's established ranges prior to and after the erroneous result. Bci hotline performed troubleshooting with the customer and stressed the importance of weekly maintenance and system checks. Customer then performed a system check which met specifications. Hotline followed up with the customer and customer stated that they were not experiencing any problems. Customer is not questioning the performance of the instrument and declined service. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a ckmb result above the normal reference range generated by the access 2 immunoassay system for one patient. A patient sample when tested gave a ckmb result of 41.8 which did not match the patient's clinical history. Upon repeat, the result was 2.6 which was within the normal reference range. This result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.